Manufacturer narrative:
Manufacturer¿s investigation conclusion: the reported event of backup battery faults leading to a system controller exchange was confirmed via log file analysis. An event log file was downloaded for evaluation and data from (B)(6) 2024 and (B)(6) 2024 was reviewed. Starting (B)(6) 2024 at 12:21:11, backup battery fault alarms activated due to the battery not passing the load test. Strings of the alarm intermittently cleared and reactivated between 12:21:11 ¿ 16:36:22. From 15:05:52 ¿ 15:07:42, ebb (emergency backup battery) mem tag faults and ebb circuit faults were active and at 15:07:38 a backup battery not installed alarm briefly activated. This is consistent with a backup battery reseating or exchange. The backup battery fault alarms did not clear before the driveline was disconnected at 16:35:50 and the system controller was shut down at 16:36:22. The system controller was powered on (B)(6) 2024 at 16:56:00. From 16:56:03 ¿ 16:56:55, backup battery fault alarms were active due to ebb circuit faults. The alarms resolved at 16:56:57. Visual inspection of the returned heartmate 3 system controller (serial number (B)(6) revealed two bent pins on the backup battery. The pins were straightened to continue testing. The system controller passed functional testing and successfully operated in a mock circulatory loop for an extended period of time without any issues. The backup battery was able to pass multiple load tests. No atypical alarms were reproduced throughout testing. The root cause of the backup battery fault alarm associated with ebb circuit faults was determined to be bent pins on the backup battery; however, the cause of the bent pins could not be conclusively determined through this analysis. The root cause of the backup battery fault alarm associated with not passing the load test could not be conclusively determined through this analysis. A corrective and preventative action has been initiated to investigate backup battery faults with an unknown root cause. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. Heartmate 3 instructions for use, rev. C, section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook, rev. D, section 5 ¿ ¿alarms and troubleshooting¿ covers all alarms (visual and audible), including backup battery fault alarms, and the actions to take if the alarm cannot be resolved. The heartmate 3 instructions for use, rev. C, section 2, entitled ¿system operations¿, describes the backup battery installation process. The heartmate 3 instructions for use, rev c, - section 5 ¿surgical procedures¿ describes how to correctly install the backup battery in the system controller. The user is instructed to align the arrow on the cable with the arrow on the battery. Heartmate 3 instructions for use, rev. C, section 8 entitled ¿equipment storage and care¿ and heartmate 3 patient handbook, rev. D, section 6 entitled ¿equipment maintenance¿ addresses how to properly care for, maintain, and store the equipment for proper use. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient experienced a backup battery fault alarm. The system controller was exchanged.